Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the liberty cycler and the patient¿s drain complication associated with a ¿knot¿ in the patient¿s abdomen during continuous cyclic peritoneal dialysis (ccpd). However, the liberty cycler was performing as specified and would not exit the drain phase due to the patient¿s drain volume below the required 70% of the patient¿s fill volume. It is possible the patient¿s observable ¿knot¿ was related to the patient¿s hiatal hernia (found on CT scan). Hernia is a commonly known complication in pd therapy due to physiologic increased abdominal pressure from the dialysate during peritoneal dialysis (pd) treatment. Therefore, a possible causal or contributory association between ccpd treatment with the liberty cycler and the patient¿s hernia cannot be excluded. However, there have been no reported allegation of a liberty select cycler malfunction related to the patient¿s hernia. At the time of this clinical investigation, the patient¿s hiatal hernia did not warrant surgical repair and reportedly the pt. Continues ccpd therapy without further complications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was not draining and that the patient had ¿ball¿ on her abdomen. During the service call, the patient (pt) was advised the ¿ball¿ in her abdomen could be causing an obstruction and that the cycler cannot advance in treatment unless the pt. Drains at least 1685 ml (70% drain exit criteria logic). Upon follow up, the peritoneal dialysis (pdrn) stated that the patient had a knot in her stomach, the size of an egg. The pdrn stated that the knot hardened when the pt. Performed a manual fill and softened when the pt. Drained. The patient underwent a computerized tomography (CT) scan which revealed the patient had a small hiatal hernia. Per the pdrn the pt. Has not required any medical intervention as a result of the hiatal hernia. The patient is continuing continuous cyclic peritoneal dialysis (ccpd) on the cycler without further issues.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Should additional relevant information become available, a supplemental report will be submitted.